Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing,

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 133 mmol/l. The repeated result was 141 mmol/l. The repeated result was obtained on another module and was believed to be correct. The sample was repeated because the instrument had moving average alarms for sodium.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration and qc were acceptable. A general reagent issue was excluded. The field service representative found the instrument was due for a syringe seal replacement, and the ise (ion-selective electrodes) electrodes were not sufficiently conditioned. He replaced the syringe seals and conditioned the electrodes. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.